Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . The reason for call was pt requested to have his ins battery recalibrated pt state the charge on the ins battery is only lasting 3 days on a single charge since 6 months ago and it is getting worst. Pt requested the appt. Patient was redirected to their hcp.